Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d4 lot, d9, g4 PMA/ 510(k), h4. Corrected: d1, d2a, d3, d4 (catalog, primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: the cup trial only had a 3d barcode on it. There was no product number or lot number on the cup trial. This did not occur at a hospital. The cup trial was stuck on the cup impactor and we couldn¿t get it off.

Event description:
Additional information received: can you please provide the lot number and product code of unk acetabular trial? - there was no visible lot code on the cup trial. Please clarify the exact allegation of the reported products. - we could not separate the cup trial from the cup impactor at the office.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that the emphasys cup trial was stuck on the emphasys cup impactor and could not be detached at the office. The event did not occur during surgery. All available information has been disclosed.